Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the needle was broken when suturing a bleeding point in the liver, but the needle was never found inside or outside the patient's body. An x-ray was performed to look for broken needle and it took the patient three hours on the operating table.